Event description:
In this case, the operator tried to place flat panel display (fpd) into the deploy position but could not lock in into place. A philips service engineer evaluated and found the steel wire and metallic rod located on the fpd arm had failed causing the pin not to extrude for locking the fpd into the deploy position on the system. The philips service engineer alleges that a misalignment inside the arm of the fpd had caused the reported event on the system. The fpd has been properly placed and locked in the stowed position in order for the operator to use the system for spect imaging prior to proper repairs being made to the system. The philips service engineer made repairs to the fpd so it can be placed in the deploy position for the system. There was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).